Event description:
Upon attempted removal of the .018 wire guide, the tip separated. The separated segment was hanging out of inner catheter. The physician removed the coaxial catheter pair and the separated segment was also withdrawn.